Manufacturer narrative:
The check of the manufacturing charts of the lot# of the liner l1 involved (2015at0nc) did not show any anomaly on the (B)(4) manufactured with this lot#. The check of the sterilization charts of the components removed: l1 liner model# 1377.50.010, lot# 2015at0nc, smr humeral head model# 1322.09.541, lot# 201409282, smr stemless core model# 1355.14.238, lot#201507790. Showed that all the components have been regurarly sterilized before being placed on the market on a total of, respectively, (B)(4) liners, (B)(4) humeral heads, (B)(4) stemless core manufactured. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery due to liner breakage + infection, done on (B)(6) 2017. According to the info reported, a lack of bone growth surrounding the smr stemless replacement implanted during the primary surgery (done on (B)(6) 2016) was noticed, as a consequence of an infection occurred. Surgeon revised by implanting a smr reverse prosthesis due to the extensive bone resorption around the humeral and glenoid area. Surgeon satisfied with the final stability of the implant. Event happened in new zealand.